Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Low bg cause was not known. Customer called emergency services and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged approximately 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.